Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) ubd: , UDI#: h3: analysis of the 37761 recharger (serial number (B)(6)) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the recharger (insr) was not working as the insr said to plug the desktop charger (dtc) in, however the dtc had been plugged into the insr for two days. Pt stated that the insr started out displaying a screen with a doctor's face saying to call a doctor; code on screen asked/unknown. Pt stated that they've been without the device for four days. No symptoms were reported. Pt called back reporting they received their replacement recharger (insr) but it still will not recharge. Patient services (pss) had pt inspect power supply cords again but no visible damage was detected nor did the connector pin seem loose in the insr connector port. Pt was seeing the following screens during call: reposition antenna, eri, charge the recharger now, <(>&<)> recharger battery low. Pt was able to bypass reposition antenna <(>&<)> eri by pressing the green start key. Pss reviewed eri. Pt saw the recharging screen with antenna positioned noting the insr appeared to have 1/4 charge, even though pt said insr had been connected to power supply all night. Pss had pt remove recharging antenna and connect insr back to dtc but screen seemed to indicate the insr was not recognizing the dtc was connected. No symptoms were reported. No new information. The patient called back reporting they accidentally sent their power cord back, so a power cord for the desktop charger (dtc) was then sent out.